Manufacturer narrative:
Supplier quality test results provided by the battery manufacturer concluded that the battery was not identified with any abnormality during all tests performed. No issues were found in voltage ¿ capacity curves or capacity test results. Ocv (open circuit voltage) of 12.98v and th (thermistor resistance) of 44k¿ were normal. Initial ir (internal resistance) was initially higher (907¿) than a new battery (~300¿); however, after testing the ir decreased to 419¿ , which was within specification.

Event description:
It was reported that while vasopressors, which includes epinephrine, were infusing on a status post cardiac arrest patient, the pc unit sounded an alarm, had a red screen, and stopped functioning. The patient began to deteriorate and the staff attempted to change the pump modules, but could not get the issue resolved. It was noted that patient's arterial pressure waveform went flat and was unable to palpate a pulse. Furthermore, the pump modules and the administration sets were moved to a different pc unit and were able to infuse the medications again. The patient regained pulse as well as the arterial pressure waveform. However, the patient died around midnight and it was unknown if the device issue impacted the patient's outcome. It is the hospital biomed's belief that the "red" screen" was due to a system error.

Event description:
It was reported that while vasopressors, which includes epinephrine, were infusing on a status post cardiac arrest patient, the pc unit sounded an alarm, had a red screen, and stopped functioning. The patient began to deteriorate and the staff attempted to change the pump modules, but could not get the issue resolved. It was noted that patient's arterial pressure waveform went flat and was unable to palpate a pulse. Furthermore, the pump modules and the administration sets were moved to a different pc unit and were able to infuse the medications again. The patient regained pulse as well as the arterial pressure waveform. However, the patient died around midnight and it was unknown if the device issue impacted the patient's outcome. It is the hospital biomed's belief that the "red" screen" was due to a system error.

Manufacturer narrative:
The customer¿s reported complaint of the pcu alarming with a red screen and stopping the infusions was confirmed. The system was identified alarming for several battery discharged events as a result of a faulty battery, inadvertently stopping all active infusions, including the epinephrine infusion. A log analysis results identified customer¿s pcu exhibiting a ¿discharged battery¿ (lb3) alarm event on (B)(6) 2020 at 11:44 pm, indicative of the reported device displaying a red screen and stopping the infusions. Although a low battery alarm was produced prior to the battery discharged, the very low battery alarm was missed. Two additional ¿discharge battery¿ events occurred as a result of the user restoring previous infusions while continuing to be on battery power. Although the pcu battery was in use less than a year and was known to be the original battery, it is not known if the battery was charged 16 hours before use. Batteries not adequately maintained - the alaris user manual instructs the user to charge the battery for at least 16 hours to ensure proper battery operation when the system is first setup for patient use. If the user does not perform proper battery conditioning or battery charging, the battery may have significantly diminished battery capacity and exhibit a drop in current that is earlier than expected. Battery discharged without prior warnings test method results demonstrate that the system will not produce all low battery alarms with a fully charged battery. However, when a good known battery is in use in the customer¿s pcu, all low battery alarms are exhibited as intended by the system. Battery conditioning determined the pcu battery is failing, showing outside acceptable battery capacity. The battery was sent to supplier quality to have the manufacturer perform additional root cause analysis of the battery. The root cause of the faulty battery was not determined. Device history review: review of the pcu s/n (B)(4) service history record showed the device had a manufacture date of 01jul2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 30jul2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient is an elderly.

Event description:
It was reported that while vasopressors, which includes epinephrine, were infusing on a status post cardiac arrest patient, the pc unit sounded an alarm, had a red screen, and stopped functioning. The patient began to deteriorate and the staff attempted to change the pump modules, but could not get the issue resolved. It was noted that patient's arterial pressure waveform went flat and was unable to palpate a pulse. Furthermore, the pump modules and the administration sets were moved to a different pc unit and were able to infuse the medications again. The patient regained pulse as well as the arterial pressure waveform. However, the patient died around midnight and it was unknown if the device issue impacted the patient's outcome. It is the hospital biomed's belief that the "red" screen" was due to a system error.